Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified; therefore, the device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the product was not returned, and a root cause could not be identified. No further information could be obtained. However, as for probable cause, it was likely that the indicated event occurred due to poor contact caused by dirt on the connector pin. From the evaluation results, it was confirmed that cleaning the connector pins solved the problem of b30 error code. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to clean the gold pins on the el connector and afterwards, the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.